Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) would not turn on. It was rebooted and the issue remained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's senior territory manager, after troubleshooting with the user facility, it was a backlight issue as the message 'no system computer' never displayed on the roller pump displays. On power up, 'check direction' displayed. The field service representative (fsr) duplicated the reported complaint as the system would not power up. The output on the power supply was good. The fsr replaced the advanced technology extended (atx) board, the local area network/interface board (lan/if) board, the coin cell battery and the hard drive. The system still did not work properly. Three times during testing it powered on and displayed a 'boot disk failure' message but could never get past that screen with the keyboard. It did not power up on two consecutive power cycles. The problem was the same when plugged into either network interface card (nic). The service repair technician (srt) duplicated the reported complaint. The ccm was plugged into the heart lung machine (hlm) and did not power up. The ccm was disassembled, and the lan/if signal cable was found to be damaged and frayed. A new cable was installed, and the issue was resolved. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.